Manufacturer narrative:
Initial and final MDR 1876031- MDR 3003442380-2024-04982- device 1 of 2

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 19-april-2024, it was reported by the patient that two infusions set fell off due to which hypoglycemia occurs within 1 day of use. High blood glucose level was 60 mg/dl. He replaced infusion set and resumed insulin successfully. No further information was available